Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, the device could not complete the transmission of symptoms. Patient was stable. Further information is requested and is not available yet.

Event description:
New information received notes that the course of action was documented. Abbott technical services instructed changes via phone settings. Patient was stable.